Event description:
Allegedly the patient was experiencing unknown mom complications . Additional information received from legal on 10/01/2019: updating reason for revision and adding implant date , explant date , hospital name , doctor name , products and lot numbers. Allegedly, patient was revised due to adverse tissue reaction to metal debris, corrosion and resultant metal ions.